Event description:
Two (20 teeth of the instrument broke off during the procedure. Dr felt 1 piece hit his cheek with the piece heading towards the floor. All drs were informed, 4 people searched the floor, the floor was swept, the wound was searched, but the pieces were not found. X-ray was taken in the or with a x-ray image intensifier (c-arm) and the results for a foreign body in the wound were negative, which was read by the doctor. Instrument was shown to the manufacturer representative.

Event description:
Two (2) teeth of the instrument broke off during the procedure. Dr felt 1 piece hit his cheek with the piece heading towards the floor. All drs were informed, 4 people searched the floor, the floor was swept, the wound was searched, but the pieces were not found. X-ray was taken in the or with a x-ray image intensifier (c-arm) and the results for a foreign body in the wound were negative, which was read by the doctor. Instrument was shown to the manufacturer representative.